Event description:
It was reported that the patient presented in hospital and was symptomatic of syncope. Upon interrogation, it was noted that the right ventricular lead(rv lead) exhibited high pacing impedance and high capture threshold causing intermittent loss of capture. It was suspected that there was malfunction on the pace sense portion of the rv lead. Programming changes were performed. The patient was in stable condition.